Manufacturer narrative:
Root cause is expected wear of the pads at 5 years past useful life. The stirrup functioned properly and passed all testing. The pads were flattened and visibly devoid of cushioning and should not have been in use per instructions for use " warning: to prevent patient and/or user injury and/or equipment damage, examine the device for potential damage or wear prior to use. Do not use the device: if damage is visible, if parts are missing, or if it does not function as expected."

Event description:
The case was performed in (B)(6) 2017 on a (B)(6) year old male patient using the little pal stirrups. Patient was in for an swenson pull through and ostomy closure and the case lasted 7 hrs. Patient developed compartment syndrome of left leg requiring fasciotomies of left calf, deep an superficial compartments with application of a wound vac. He had superficial closures of fasciotomies 3 days later with debridement and irrigation. The patient has made a full recovery. They recall that the injury seemed to be where the edge of the stirrup would meet the calf.

Manufacturer narrative:
Awaiting device return for investigation of any possible contribution to injury. A follow up report will be filed.

Event description:
The case was performed in (B)(6) 2017 on a (B)(6) male patient using the little pal stirrups. Patient was in for an swenson pull through and ostomy closure and the case lasted 7 hours. Patient developed compartment syndrome of left leg requiring fasciotomies of left calf, deep an superficial compartments with application of a wound vac. He had superficial closures of fasciotomies 3 days later with debridement and irrigation. The patient has made a full recovery. They recall that the injury seemed to be where the edge of the stirrup would meet the calf.